Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 3 am. She obtained a result of "108 mg/dl" on the subject meter, which she felt was inaccurate high compared to her feelings. The patient was unable to recall her previous results obtained from the subject meter. She stated that she manages her diabetes with novolog insulin (pump therapy) and due to the alleged issue maintained her usual dose of medication. The patient claimed before the alleged issue started, she woke up feeling symptomatic at 2:30 am, with symptoms of "nausea, shaky and cold sweats". Reportedly the patient alleges "a little after 3 am", she self treated with food and drink (peanut butter and crackers). The patient confirmed feeling better after eating. During the initial call with customer service, the agent noted that the patient was using the correct unit of measurement set in the meter. Replacement products were sent to the patient. Although the patient self treated for symptoms suggestive of hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient's symptoms started before the reported issue first occurred. Therefore the meter did not contribute to the patient's symptoms. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.